Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitor (sam) episode resulting in the minute ventilation (mv) feature being disabled due to detection of noise on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) discussed that the noise appeared consistent with external electrical noise. Ts discussed programming the mv feature back on if clinically appropriate. No further assistance requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitor (sam) episode resulting in the minute ventilation (mv) feature being disabled due to detection of noise on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) discussed that the noise appeared consistent with external electrical noise. Ts discussed programming the mv feature back on if clinically appropriate. No further assistance requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.